Event description:
The complainant reported that the clinician attempted to place the implant in a pt, but the implant driver became stuck to the implant (fdi dental site unk). There was no indication from the complainant of any adverse effect to the pt as a result of the reported product problem.

Manufacturer narrative:
Microscopic examination of the returned driver revealed no significant deformations, but there was a slight difference in surface finish where the driver engages the implant lobes. This is expected due to the contact between two metal components. Microscopic examination of the returned implant revealed some deformation where the driver engages the implant. The extent of the deformation suggests that a large amount of axial force was applied to the implant when using the driver. It is likely the intended friction fit between the driver and implant, in combination with a large amount of axial pressure applied by the clinician, resulted in a high retention force making driver removal difficult. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. (B)(4).